Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study is titled "braids and beyond: a comprehensive study on pipeline device braid stability from premier data." The objective is to evaluate braid stability of the pipeline embolization device (ped) early generations using data from the premier trial. The time frame of this study was: the study involved enrollment from july 2014 to november 2015, with follow-up assessments at 1 and 2 years. Multiple manufacturer¿s devices were used in the study population: recent cohort included 15 types/generations of flow diverters (fds) from five different manufacturers. The following medtronic devices were used: the medtronic products used in the study are the pipeline embolization device (ped classic and ped flex). No deaths occurred in the study population. Among patient adverse events included: adverse events: major strokes (3 out of 133 patients, 2.3%), none related to braid deformations. Malfunctions: braid deformations were noted in 8 out of 133 aneurysms (6.0%), including fish mouthing (1 case), foreshortening (6 cases), and braid bump (1 case). Complications: in-stent stenosis exceeding 50% was observed in 5 cases (4 at 1-year follow-up and 1 at 2-year follow-up). No specific side effects were detailed, but the document mentions that none of the braid changes affected safety or effectiveness outcomes. Post-operative issues: neointimal lining overgrowth was observed in 57 out of 133 patients (43%). Clinical outcomes of interest: good clinical outcomes (mrs score 0¿2) were achieved in 132 out of 133 cases (99.2%), with complete occlusion in 108 out of 141 aneurysms (76.6%). No further information was provided pertaining to medtronic products.